Event description:
The customer reported the ventilator was alarming due to a 35v supply failure. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturers service technician confirmed the customer reported problem. Review of the ventilator diagnostic log confirmed a 35volt failure occurrence which may result in a shut down of the device during operation. The service technician replaced the power management board to address the finding. Applicable final testing was completed and passed to operating specifications.